Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a blank display. Customer reported changing the battery three times, but the insulin pump would not turn on. Customer stated they did not drop, bump, or expose their insulin pump to moisture. It was also reported the contacts on the battery cap were damaged on the insulin pump. Customer was advised the corrosion on the battery cap was the cause of the blank display. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.